Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: on (B)(6) 2018, field service engineer (fse) was dispatched to the customer's facility to address the reported event. Fse found the drain pump leaking and replaced the waste pump component. Fse adjusted the b/f (bound/free) wash probe sensitivity, performed prime wash cycle, and ran daily background check and quality controls (qc). All results were within acceptable range and the error cleared. The aia-900 instrument is operating as intended. No further action required from field service. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4) from (B)(6) 2017 through aware date (B)(6) 2018. There were no similar complaints identified during the searched period. The aia-900 operator's manual under section 12 - flags and errors, indicates that message 2231 is bf (bound free) overflow sensor 1 failure. This message is generated when the overflow sensor 1 s132 is detecting liquid constantly. The customer is to contact the tosoh local representatives and check s132 sensor. The most probable cause of the reported issue was due to defective drain pump.

Event description:
On (B)(6) 2018, a customer reported getting error 2231 is bf (bound/free) overflow sensor 1 failure on the aia-900 instrument. Customer is unable to run cardiac troponin I (ctnl), creatine kinase mb isoenzyme (ck-mb), and beta human chorionic gonadotropin (bhcg) patient samples. On (B)(6) 2018, field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for ctnl, ck-mb and bhcg. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
In sections b5 describe event or problem and h3 device evaluation by manufacturer / h10 additional manufacturer narrative of the initial report, the fse dispatched date stated 13-mar-2018. The corrected date is 12-mar-2018. In addition, f9 approximate age of device was 15 years. The corrected age is 5 years.

Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. H4 (device manufacture date) in the initial MDR submission was incorrectly listed as 01-sept-2003. It should have been 01-sept-2013.